Manufacturer narrative:
D9: device received 13 september 2024. H3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional testing was performed and could not confirmed primary complaint of occlusion error. Probable cause of problem with unit was software glitch, or faulty disposable. Updated software. No parts replaced as error was not replicated. Device was running normally.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump's epidural reading showed occlusion during use. Per reporter, testing was performed, and the unit needs repair. There was no patient harm/adverse event reported.